Manufacturer narrative:
Other, other text: device evaluated, visual inspection performed and found all labels were still intact. No physical damaged was found on the device. As a result of checking the event history log, it confirmed that there was a record of the high-pressure alarm occurred continuously during operation on (B)(6) 2023. Functional test performed and it could not confirm the reported issue. Possible defective downstream sensor or cassette could have caused the reported issue. Product is beyond a year from manufacture date of 2020-02 and there was no indication or evidence provided in the complaint of a manufacturing defect, so a review was not performed. Service history review identified this device has not been in for service previously.

Event description:
It was reported the device exhibited a beep sound, the sound immediately stopped. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.